Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the right atrial (ra) lead exhibited high thresholds and a failed position check. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4068-58 lead implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.